Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was presented in clinic for post implant follow-up. Device interrogation revealed poor sensing and capture on the right atrial lead. X-ray was performed and confirmed the lead was dislodged. It was also noted that the patient was experiencing pocket stimulation. The lead was repositioned. On (B)(6) 2017; during device check it was observed that both the right atrial and right ventricular leads were dislodged. The patient experienced an episode of heart block during the night. The leads were repositioned. On (B)(6) 2017 it was noted that the atrial lead had dislodged again. The patient was asymptomatic to the event. The lead was explanted and replaced. The patient was stable.